Manufacturer narrative:
(B)(4). The exact age of the patient is unknown; however, the patient was reported to be a pediatric patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set did not flow. This occurred during infusion of intravenous fluids in the emergency department. The reporter stated that the nurse had to disconnect and reconnect multiple times, which caused the catheter to come out of the patient and led to a ¿very minimal¿ amount of blood loss. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual and microscopic inspection and functional flow testing were performed. The device was found to flow normally. No malfunctions or abnormalities were identified during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.